Event description:
During a tonsillectomy, handpiece did not appear to be working. Adjusted the connection, wtihout effect. Physician reported a "burning smell" from the tip of the wand. The device was removed and replaced.